Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device. The visual inspection of the returned drill bit has shown that the part with diameter 6.0 is completely broken off. The broken part was not returned for evaluation. Additionally it was found, that the cutting edges are strongly worn out. This part was manufactured in march 2010 and is now more that 7 years old. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required. Based on the provided information we are not able to determine the exact cause which has led to the breakage. We can only assume that a combination between intense use, age (more than 7 years) and a mechanical overload during use did lead to breakage of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device not evaluated by manufacturer. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Additional device product codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 351.270, lot # 2561631: manufacturing location: (B)(4), manufacturing date: 08. March 2010: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receiving loan set from distributor it was discovered that the shank of the drill bit is broken. There was no known reported patient involvement associated with the complained event. This report is for one (1) 13.0mm cannulated drill bit. This is report 1 of 1 for complaint (B)(4).